Event description:
Per the clinic, the patient experienced chronic mastoiditis. Antibiotic treatment was attempted (type and date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed january 13, 2015.